Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 48mm was returned for analysis. A visual and tactile analysis identified multiple kinks along the hypotube shaft. A visual, tactile and microscopic examination identified a break in the midshaft, 36.5cm from the bumper tip of the device. No stent was attached or returned. Balloon cones were reviewed and were subjected to positive pressure. The bumper tip showed signs of distal tip damage.

Event description:
It was reported that shaft break and removal difficulty occurred, requiring additional intervention. The long-calcified lesion was located in the left anterior descending artery. A 3.50 x 48 mm synergy xd drug-eluting stent was selected for treatment. However, during stenting, the balloon hypotube detached from the rest of the stent system after deployment and became stuck in the coronary artery. The physician successfully retrieved the balloon using snares and trap balloons. In addition, removing the detached portion of the device added significant time, radiation, and contrast to the procedure, but it was completed without complications. The patient remained stable.

Event description:
It was reported that shaft break and removal difficulty occurred, requiring additional intervention. The long-calcified lesion was located in the left anterior descending artery. A 3.50 x 48 mm synergy xd drug-eluting stent was selected for treatment. However, during stenting, the balloon hypotube detached from the rest of the stent system after deployment and became stuck in the coronary artery. The physician successfully retrieved the balloon using snares and trap balloons. In addition, removing the detached portion of the device added significant time, radiation, and contrast to the procedure, but it was completed without complications. The patient remained stable.